Event description:
The report indicated that the customer activated a new pod in the morning and, by evening, he began to experience high bg levels. His bg levels were 266mg/dl and two hours later had risen to 281mg/dl. He "realized insulin was leaking out and the cannula was coming out." Insulin could be smelled and the cannula "was not inserted." The pod was removed and replaced; the "cannula looked bent when he took the pod off." The device will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the time line provided in the report, it is unknown when the cannula may have dislodged from the insertion site in relation to when his bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The report indicated that the customer had removed the pod 34 minutes after noticing that the cannula was not inserted into his skin. A review of lot qualification records was performed and the lot passed the acceptance criteria.